Event description:
It was reported that this right ventricular (rv) lead was revised after five days it was implanted due to dislodgement and a change in threshold. This lead was repositioned and still remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.